Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 145mg/dl. Troubleshooting was conducted. The customer has been using infusion set and reservoir for more than recommended amount of days. The customer was advised that recommended use was three days, and that they could call help line for emergency supplies. The customer will be changing out entire infusion set after completing the call.